Event description:
(B)(6) 2023: abdominal x-ray demonstrating massive pneumoperitoneum. Peritoneal drain placed at the bedside. (B)(6) 2023: downtrending platelet count. Exploratory laparotomy with creation of ostomy and mucus fistula. Generalized dusky bowel but no necrosis; 10/17/2023: nitric oxide started. On 10/18/2023: hypotension requiring dopamine end fluid boluses. Severe acidosis noted. (B)(6) 2023: laparotomy, ostomy takedown with temporary abdominal closure via silo. Continues on dopamine, dobutamine and epinephrine for blood pressure support. On (B)(6) 2023: silo removed, nec noted with 10cm of ileum resected.